Event description:
Ethicon endo-surgery endoscopic multiple clip applier would not fire any clips. This device was exchanged for a "like" device which worked without problems. Diagnosis or reason for use: laparoscopic cholecystectomy.